Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report. Event date is an estimation.

Event description:
It was reported that the patient was experiencing pain at the ipg site. As a result, the ipg site was revised on (B)(6) 2020. Surgical intervention resolved the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.